Manufacturer narrative:
Concomitant product: 694765 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported a lead alert occurred due to high right ventricular (rv) lead impedance. The left ventricular tip to rv coil impedance is greater than 3000 ohms and the rv defibrillation impedance is greater than 130 ohms. It was further reported that the lead trends note variable impedance for several months and noise was seen during pocket manipulation. Additional information received reported there was also high left ventricular (lv) lead impedance. A revision was performed to re-attach the lead pin to the patient's device however coil impedance continue to be out of range as well as all impedance out of range. Active can programming was programmed off, re-enabled and retested and impedance levels were normal but continues with variation. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported the high right ventricular (rv) lead impedance continued. The lead was explanted and not replaced. It was further reported the left ventricular (lv) lead impedance remained high. The lead was capped and not replaced.